Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported unspecified bd sharps collector had a lid that was difficult to close. The following information was provided by the initial reporter: "...they are having difficulty closing the floor model of the sharps containers."

Manufacturer narrative:
Investigation summary no info available to conduct the investigation. Without any information like the material and lot/ without sample for investigation, the complaint cannot be verified and the root cause remains unknown. A device history review could not be completed as no batch number was provided.

Event description:
It was reported unspecified bd sharps collector had a lid that was difficult to close. The following information was provided by the initial reporter: "...they are having difficulty closing the floor model of the sharps containers."